Event description:
The hospital perfusionist reported that the console displayed error codes during a procedure. The alleged incident occurred when the cross clamp was installed and the first induction dose (arrest agent) was being administered. When the console displays certain error codes, the flow of fluid is ceased. The perfusionist reported a 30 second delay in the administration of the arrest agent as a result of the error codes. The time to administer the arrest agent typically ranges from 45 seconds to 90 seconds. It was reported that once the error codes were cleared, the remaining dose was administered and the heart was successfully arrested. The surgeon did not have to remove the cross clamps. The procedure was completed and there were no patient complications reported as a result of the alleged event.

Manufacturer narrative:
(B)(4). The investigation included the use of the system. It was discovered that the perfusionist had performed the prime using blood instead of the crystalloid. The difference in the resultant fluid pressure levels caused the console error codes. Quest medical, inc has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc defers to the patient's physician regarding medical history.